Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. Ran the displacement test and test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm.